Event description:
A report was received that the patient underwent a pocket revision due to pocket discomfort. The physician repositioned the ipg above the patient's beltline and the patient is reportedly doing well.